Event description:
On (B)(6) 2022, it was reported by a sales representative via e-mail that an ar-2324bct-2 bio-composite swivelock suture was passed through the eyelet, which it cause it to slightly bend, then it was implanted into the patient's bone and the eyelet broke off the inserter. Surgeon attempted to screw the eyelet back on; however, the eyelet would not stay on the inserter. All broken fragments were retrieved from inside the patient and another ar-2923bc swivelock was opened to complete case without further issues. This was discovered during a labral repair.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.